Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) . The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found the following information: upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error: error 48406 p1: 8, illuminator watchdog timeout, reason: dcib metadata watchdog timeout. P1:9, illuminator watchdog timeout, reason: dcib metadata watchdog timeout confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. On the vision tower monitor, this message appeared recoverable fault 48406 "endoscope self-test failed. Clean connector or replace endoscope." The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the remotefe procedure log with the provided information resulted in no additional information. A review of the site's system logs was conducted by a post market complaint assignee for the reported procedure date of (B)(6) 2025 on system (B)(6). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, endoscopes failed self-test when being connected to vision side cart (vsc). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site power cycled the system and cleaned the endoscope plug, but the issue was not resolved. Tse had site perform hard cycle the vsc, but the issue persisted. Site connected the endoscopes to another system, and the image was displayed without issue. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to starting ¿ post-anesthesia. Ports were not placed. The procedure was converted to laparoscopic surgery.